Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that acute coronary syndrome occurred. In (B)(6) 2018, clinical assessment indicated the patient's qualifying condition as stable angina and was further referred for cardiac catheterization and index procedure was performed. Coronary angiography revealed, left main coronary artery (lmca) normal, occluded at origin in the left anterior descending (lad) artery, unknown patent stent with severe stenosis in 1st obtuse marginal in the left circumflex (lcx) artery and the 90% severely restenosed target lesion was located in mid third, posterolated branch in the right coronary artery (rca). The target lesion was 13mm long with a reference vessel diameter if 2.5mm. The lesion was treated with direct placement of 2.50 x 16 drug-eluting study stent. Following, post dilatation the residual stenosis was 0%. On the same day, the patient was discharged on dual antiplatelet therapy (aspirin and clopidogrel). In (B)(6) 2018, it was reported onset of acute coronary syndrome. The next day, the patient presented with one day history of constant chest pain radiating into the left shoulder with associated dizziness. On the same day, electrocardiogram revealed sinus rhythm with arms leads reversed (inverted p and qrs in I). Chest x-ray was normal with no acute cardiopulmonary abnormality. On the same day, the patient was hospitalized for further evaluation and treatment. On the next day, lab investigation revealed negative troponin I. Repeat electrocardiogram revealed abnormal sinus bradycardia, probable blocked atrial premature complex, possible ventricular conduction delay and septal myocardial infarction of "inderterminate" age. Myocardial perfusion scan demonstrated, negative electrocardiographic portion of adenosine stress test, moderated mid anteroseptal, apical septal perfusion defect during stress which improves with rest and mild basal anterior, mid anterior, apical anterior, apical lateral perfusion defect during stress which normalizes with rest. The stress test was positive for ischemia involving the territory of the left anterior descending coronary artery with left ventricle ejection fraction (lvef) as 68%. The treatment with intravenous fentanyl gives some improvement. On the same day, coronary angiography was performed and revealed normal lmca, 80% stenosed mid lad, unknown patent stent in the proximal portion of atrioventricular groove branch, unknown patent stent in proximal 2nd obtuse marginal in the lcx, 80% in-stent restenosis of the study stent in the rca and ramus severely diseased intermediate branch. On the same day, the patient was referred for percutaneous coronary intervention. The 80% in-stent restenosis in the mid rca was treated with pre-dilatation of unknown balloon catheter and placement of 3.0 x 18 mm non bsc drug-eluting stent. Following post dilated to high pressure with 3.0mm balloon catheter. On the same day, the 80% stenosed mid lad was treated with predilation of unknown balloon catheter and placement if 2.0 x 15mm non bsc drug-eluting stent through left internal mammary artery (lima) graft and was post dilated with 2.25mm unknown balloon catheter. During the procedure, the aspirin and clopidogrel was discontinued. The next day, the patient was discharged from the hospital on aspirin and ticagrelor. The event is considered as recovering/resolving at the time of discharge.

Event description:
Evolve short dapt clinical study it was reported that acute coronary syndrome occurred. In (B)(6) 2018, clinical assessment indicated the patient's qualifying condition as stable angina and was further referred for cardiac catheterization and index procedure was performed. Coronary angiography revealed, left main coronary artery (lmca) normal, occluded at origin in the left anterior descending (lad) artery, unknown patent stent with severe stenosis in 1st obtuse marginal in the left circumflex (lcx) artery and the 90% severely restenosed target lesion was located in mid third, posterolated branch in the right coronary artery (rca). The target lesion was 13mm long with a reference vessel diameter if 2.5mm. The lesion was treated with direct placement of 2.50 x 16 drug-eluting study stent. Following, post dilatation the residual stenosis was 0%. On the same day, the patient was discharged on dual antiplatelet therapy (aspirin and clopidogrel). In (B)(6) 2018, it was reported onset of acute coronary syndrome. The next day, the patient presented with one day history of constant chest pain radiating into the left shoulder with associated dizziness. On the same day, electrocardiogram revealed sinus rhythm with arms leads reversed (inverted p and qrs in I). Chest x-ray was normal with no acute cardiopulmonary abnormality. On the same day, the patient was hospitalized for further evaluation and treatment. On the next day, lab investigation revealed negative troponin I. Repeat electrocardiogram revealed abnormal sinus bradycardia, probable blocked atrial premature complex, possible ventricular conduction delay and septal myocardial infarction of indeterminate age. Myocardial perfusion scan demonstrated, negative electrocardiographic portion of adenosine stress test, moderated mid anteroseptal, apical septal perfusion defect during stress which improves with rest and mild basal anterior, mid anterior, apical anterior, apical lateral perfusion defect during stress which normalizes with rest. The stress test was positive for ischemia involving the territory of the left anterior descending coronary artery with left ventricle ejection fraction (lvef) as 68%. The treatment with intravenous fentanyl gives some improvement. On the same day, the patient was referred for percutaneous coronary intervention. The 80% in-stent restenosis in the mid rca was treated with pre-dilatation of unknown balloon catheter and placement of 3.0 x 18 mm non bsc drug-eluting stent. Following post dilated to high pressure with 3.0mm balloon catheter. On the same day, the 80% stenosed mid lad was treated with predilation of unknown balloon catheter and placement if 2.0 x 15mm non bsc drug-eluting stent through left internal mammary artery (lima) graft and was post dilated with 2.25mm unknown balloon catheter. During the procedure, the aspirin and clopidogrel was discontinued. The next day, the patient was discharged from the hospital on aspirin and ticagrelor. The event is considered as recovering/resolving at the time of discharge. Previously it was reported the index procedure took place in (B)(6) 2018, now it is reported it took place in (B)(6) 2017. It was further reported that in (B)(6) 2018, the patient complained that the chest pain felt like pressure, radiating to left arm and was slightly alleviated with deep breathing. Prior to presentation in emergency department (ed), the patient reported of taking 1 nitro which reduced his symptoms. However, the symptoms returned and he was again treated with 1 nitro while travelling to ed which did not provide relief. Prior to percutaneous coronary intervention, the clopidogrel was discontinued but aspirin was never discontinued.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 10:16 am CT. The report number is being corrected from: 2134265-2018-64553 to: 2134265-2018-63015.